Event description:
The customer reported hydrogen peroxide contact after handling a biological indicator that she described as "wet". The contact site was on her right thumb. She stated that it turned white and she felt a burning sensation. The customer saw a doctor and was treated with an unk ointment and a gauze dressing. The contact site cleared without issue.